Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy, the staples malformed at the first and second firing. They were box shape. There was no reported patient consequence.